Manufacturer narrative:
Dtmc2qq ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced phrenic nerve stimulation and high threshold measurements caused by the left ventricular (lv) lead. The lead was revised in another branch and thresholds were good, but stimulation remained. The patient continued to experience nerve stimulation until the tenth day follow up with the physician. Reprogramming was done at follow up, which resolved the stimulation and the lead remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.